Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level increased to 15 mmol/l (270 mg/dl) while the pod was in worn for 1 to 4 hours. Upon removal of the pod from the infusion site, the cannula was observed to be bent. The patient also reported that, at a certain point, the needle did not insert into the body.